Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 2 of 4 while the patient was connected. The home patient (hp) stated that the hc was in drain 4 at the time of the call, but earlier there had been two system error alarms when he was in dwell 2. He had cycled the power a couple of times, and the hc started therapy over. The hp said that he still had to do his last fill, but that the bags were empty. The technical service representative (tsr) asked the hp if he went through set up again with the supplies that were connected initially, and the hp said that he had. The tsr had the hp check the alarm log and there was a system error 2240 and a system error 2367. The patient line had been properly primed prior to connecting and no patient extension lines were in use. The patient had not disconnected prior to the alarm. All of the bags were properly connected. The supplies had not been damaged by an outlet port clamp or assist device. The hp had an unused supply line clamp open. The tsr explained that the supplies were compromised and advised the hp to end therapy and call his registered nurse within the next 24 hours to inform her of what had happened. The hp understood. The hc was okay. There were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse on (B)(4) 2012. She stated that the patient had not reported this incident to her, but that she would follow up with him regarding proper procedures. She had recently seen the patient, and he was doing well and continuing therapy on the homechoice. There were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was use error - open clamp. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.